Manufacturer narrative:
Since the implantcast gmbh was provided with neither the products, nor pictures an optical inspection was not possible. For the same reasons an assessment of the dimensional accuracy as well as a functional testing and an external survey could not be carried out. The production documents and material certifications are flawless and show no deviations. Furthermore, the implantcast gmbh was provided with an x-ray that was made prior to the revision. It is visible that the head is not only dislocated but also disconnected. It is suspected that the dislocation happened first and afterwards the disconnection. It is further suspected that the dislocation is patient-related because to our knowledge there is no product failure or technical error recognisable, but this cannot be established with absolute certainty.

Event description:
On (B)(6) 2020 the implantcast gmbh received the message that an ic- bipolar head dislocated out of the natural acetabulum after being implanted for about 1 year.